Manufacturer narrative:
The initial reported event noise, lead fracture, and high/ undefined impedance on the right ventricular (rv) lead was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead has a potential svc (superior vena cava) fracture evidenced by high and undefined svc impedance and noise with isometrics. Further testing will be performed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.